Manufacturer narrative:
(B)(4).

Event description:
She ends up swallowing the product [accidental device ingestion]. Sleeps two days with the lower prosis [wrong technique in device usage process]. It's very glued down [product complaint]. Case description: this case was reported by a consumer via call center representative (phone) and described the occurrence of accidental device ingestion in a female patient who received corega (corega (unspecified denture adhesive or denture cleanser)) unknown (batch number unk, expiry date unknown) for product used for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started corega (unspecified denture adhesive or denture cleanser). On an unknown date, an unknown time after starting corega (unspecified denture adhesive or denture cleanser), the patient experienced accidental device ingestion (serious criteria gsk medically significant), wrong technique in device usage process and product complaint. The action taken with corega (unspecified denture adhesive or denture cleanser) was unknown. On an unknown date, the outcome of the accidental device ingestion, wrong technique in device usage process and product complaint were unknown. It was unknown if the reporter considered the accidental device ingestion, wrong technique in device usage process and product complaint to be related to corega (unspecified denture adhesive or denture cleanser). Additional details: adverse event information was received via call center representative (phone)on (B)(6) 2021. Consumer reported that "my mom is using it corega and she wants to stay 2 3 days it's very glued down that she sleeps two days with the lower prosis, she ends up swallowing the product. She wears them every day they wouldn't cause any harm." Qa evaluation of product complaint (B)(4) ((B)(4) for lot unknown : complaint). Conclusion: complaint inconclusive. Investigation evaluation: no sample was returned for this complaint and the lot/batch details were not received so a full investigation cannot be completed. As this information is not available the complaint cannot be substantiated and will be closed as inconclusive. If the consumer contacts us with additional information or if the complaint sample is received, the complaint issue will be reopened and further evaluated.